Event description:
The absolute was being used in the sfa (off label use) by contralateral approach. The stent was positioned in the lesion for deployment; however, the thumbwheel would not turn and the stent could not be deployed. However, upon removal of the stent delivery system (sds) the stent became partially deployed and fully deployed when it was pulled to the sheath. The stent was removed from the pt's anatomy inside the sheath; therefore, there was no pt injury. No other information was available.